Manufacturer narrative:
CAPA-000059 has been initiated to address this failure mode associated with the rework of lot 120242. D4: unique identifier (UDI) # has been corrected. Previous report indicated the di, but not the pi. G1: type of report is indicated. H2: follow-up type is indicated. H3: device evaluated by manufacturer has been updated. H6: method code(s), result code(s), and conclusion code(s) have been updated.

Manufacturer narrative:
Investigation for this complaint is currently underway, but has not yet been completed. A follow-up report will be filed to reflect the results of the investigation. Internal document numbers are (B)(4).

Event description:
On (B)(6) 2020, organ recovery systems (ors) received a customer complaint that the lkt200 leaked fluid.